Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse verified error 23008 on the master tool manipulator left (mtml). The fse calibrated the grips twice; both attempts failed. The fse then replaced the mtml, the system was then checked and verified as ready for use. Isi received the mtml involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the customer reported complaint; however it was confirmed via the field system error logs. A visual inspection was performed. The mtm was installed onto the system and powered up. A sine cycle and a test drive were performed without any issues. Tests performed via matlab passed.

Event description:
It was reported that during a da vinci-assisted esophagectomy surgical procedure, the customer experienced repeated recoverable 23008 errors. The customer stated that they reseated instruments multiple times, but the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system event logs and found error 23008 indicating an encoder error on master tool manipulator left (mtml) axis 8. The tse inquired if customer had tried to power-cycle the system yet and if they had a second console. The tse informed caller that the issue may be resolved by a power-cycle but may return. Tse advised caller to power down and connect the surgeon side console (ssc). Site then powered the system on, and the error did not return. Tse advised caller the since the error cleared, they can continue with ssc 1 but cannot guarantee that the error will not return. The customer decided to switch the ssc 2. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using surgeon side console (ssc) 2. There were no issued identified during set-up. The system had been used prior to this case without any issues. They followed all troubleshooting steps with technical support, but still elected to use ssc 2. The procedure was completed with no patient injury.